Event description:
It was reported that a cartridge alarm intermittently occurred during basal delivery with multiple cartridges. The customer experienced an elevated blood glucose (bg) level (504 mg/dl). The cartridge was changed to treat the bg. The customer reverted to an alternate method of insulin therapy.